Event description:
Patient's wife reports the new filter is much heavier than the previous cadd ext sets. She reports they worry the weight will lead to tubing pulling out and are taping the filter to the patient's chest. She also reports it is taking more than 3ml to prime the new filter. Advised the manufacturer stated this would only require 2.4ml but she reports it certainly took more. No additional information was reported. Diagnosis for use: primary pulmonary hypertension.